Event description:
Dx: stress incontinence. Reportedly, the surgeon perforated the bladder. The surgeon also believes that they must have lacerated a branch of the pudendal artery causing bleeding in the retropubic space. The pt was doing fine except for the fact that the initial hemaglobin as compared to the post-op hemoglobin differed significantly. Pt had a CT which confirmed the retropubic hematoma. The artery was approximately 2mm in diameter which was embolized to stop the bleeding. The pt received 3 blood transfusions, and remained in the hosp for 5 days. Pt was discharged without further problems.